Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, pacemaker removal was due to skin evisceration around and with the scaling plug exposed. There were no additional adverse patient effects reported. The ra lead was capped.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, pacemaker removal was due to skin evisceration around and with the scaling plug exposed. A revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) was explanted while the right atrial (ra) lead, left ventricular (lv) lead and the non-boston scientific right ventricular (rv) lead were capped. No additional adverse patient effects were reported. The ra lead was not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no known device problem was reported. The infection or infection related allegation could not be confirmed by lab analysis but was assigned the following coding based on the field report. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Supplemental corrections made for section b5 for device explant status and d6b for explant date.